Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the customer called into technical support to report a c-34 error on the erbe integrated electrosurgical unit (iesu) generator when attempting to apply energy. The intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed multiple 25913 (c-34) errors in the logs. The tse walked the customer through performing a hard power cycle and checking all power and energy connection. The erbe then powered one with c-00 errors. The tse recommended swapping the generator with a spare (force triad EU), but the customer did not have a spare esu and was currently looking into other surgical options. No known impact or patient consequence was reported. It is unknown at this time if the procedure was completed in its original configuration.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical inc. (Isi) received the iesu for failure analysis investigation. The unit was analyzed and visual inspection:(scratches on the top and side cover.) (C-34 error on start and mono coag activation) erbe unit that was placed on golden system a was run in normal mode. Isi reviewed the site¿s complaint history, which does not reveal any related or duplicate complaints involving this product and/or this event. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. A device history record (DHR) review for the device(s) involved with the reported event was not possible and/or not required by isi at the time of complaint closure. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed the following possible related system errors: erbe error c-34, "hf voltage too low in on state." The probable root cause of the reported issue can be attributed to a fault on a component or module within the erbe generator. This issue can be resolved by replacing the generator.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: per physician notes, procedure was completed by traditional laparoscopic surgery since error on erbe was not resolved. No additional ports mentioned.

Event description:
Refer to h11 for follow-up information.